Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was removed for normal battery depletion. No allegations were made against this ICD.